Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The shaft separation and kink were confirmed. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified lesion in the mid circumflex artery. The 3.0 x 38 mm xience prime was advanced, but was unable to cross. When the device was removed from the patient anatomy, the proximal end of the stent delivery system (sds) was found to be kinked. A 2.75 x 18 mm and a 3.0 x 18 mm xience v stent were implanted to successfully complete the procedure. There was no significant delay in procedure and no adverse patient effects. Return device analysis revealed the proximal shaft was separated. Follow-up information reported that the sds was pushed hard while trying to advance it in the anatomy, at which time the proximal shaft kinked and separated. As the separation was outside the patient anatomy, the entire sds was easily removed. No additional information was provided.